Event description:
Customer reported when he received the insulin pump he could not get the sensor to work, it was not connecting. Customer stated he does not know how to put in the sensor. His blood glucose was 400mg/dl at that time. Customer stated he had just started on the insulin pump that week and was still working with his doctor to correct his settings. Customer is currently not wearing the insulin pump, because he ran out of insulin. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.